Manufacturer narrative:
Device manufacture date - 02/10/2015 thru 01/12/2015. The actual sample was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon the user facility information and the evaluation of five retention samples from the reported lot. Visual inspection revealed no defects. The retention samples were evaluated for needle strength and all samples were compliant per iso 9626. A review of the manufacturer inspection record for the reported lot was conducted with no findings. With no return of the actual device the exact cause of the reported event cannot be definitively determined. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "do not bend the needle prior to use, as breakage and possible patient injury may result." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported that on (B)(6), the patient himself called into terumo customer center to notify the event. According to the call, nanopass needle alone was removed completely off from its needle-hub after injection of insulin. Neither sting from the puncture nor the scar was felt or observed, when the event occurred. The patient has requested the specific method of finding the lost needle, which believed to be remained under the skin. Therefore, we urgently suggested him to immediately visit the clinic ((B)(6) hospital) wherein the patient gets his regular medical exams. On (B)(6), a call was placed to the patient again to check his condition, since no update call from his clinic was received to us. The patient who stated "I never visited the clinic, because I did not feel pain or anything", has no intention for further checkup. By favor of his intention stating; "I do not want to disclose this event and to make it as big issue", we are unable to have a mutual agreement with him to further elicit about his clinic.